Event description:
In this event it was reported that a c-file separated; the separated piece went unnoticed by the doctor and therefore no retrieved and presumably incorporate into the fill. It wasn't until the doctor went to reuse the file that she noticed it was broken.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr. (B)(6)) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure of permanent impairment of a body function as evidence by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The file was evaluated and was found to be broken on the tip. No material defect was found during analysis of the rupture pattern. No unused files were received for investigation and the lot number is unknown, so a retain and/or DHR review cannot be completed. It was found during investigation that the doctor reuses these files several times before discarding them, which likely contributed the file separation in this event.